Manufacturer narrative:
This report is for two (2) unknown cannulated screws. Device broke intra-operatively and was not implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient with a right femoral neck fracture underwent a right cannulated screw procedure with two (2) 7.3, 125mm short threaded cannulated screws. The screws were reportedly broken intra-operatively. The surgeon said that the patient had good quality bone and that the site of occurrence was in the outer cortex. This report is for two (2) unknown cannulated screws. This report is 1 of 1 for (B)(4).